Manufacturer narrative:
Device available for evaluation: product ID: a810, serial#: unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient receiving lioresal (2000 mcg/ml at 890 mcg/day) via an im plantable infusion pump. It was reported that the patient came in today for a refill and the empty pump alarm had been activated; the caller stated that this was expected. The expected reservoir volume (erv) was 0ml and the actual reservoir volume (arv) was 4ml. The caller had some difficulty interrogating the pump but was finally able to get successful telemetry. It was noted that the reservoir volume had hash marks and she updated the volume to the correct refill amount she physically filled the pump with.